Manufacturer narrative:
Initial report was submitted via report # 3006451981-2016-00560 on 11/04/2016. An evaluation of the kangaroo joey was performed for the reported condition of the unit¿s delivered volume is different from the dis played. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the volume issued was different from the displayed volume.